Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for non-sustained lead noise due to undersensing of pvcs on the discrimination channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.